Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified. (Expiry date: 06/2020).

Event description:
It was reported that during a stent placement procedure to treat a stenosis in the area beyond the forearm shunt anastomosis, the handle allegedly became unable to be operated after about 1 cm of deployment. Since neither deployment nor retraction was possible, the device was removed with the sheath as one unit, but the deployed stent got broken and the fragment remained inside the patient body. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure to treat a stenosis in the area beyond the forearm shunt anastomosis, the handle allegedly became unable to be operated after about 1 cm of deployment. Since neither deployment nor retraction was possible, the device was removed with the sheath as one unit, but the deployed stent got broken and the fragment remained inside the patient body. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned delivery system confirmed that the user could only partially deploy the stent and that stent fracture occurred as cascading event. Inside the grip catheter deformation was found which made a successful deployment impossible. A definite root cause could not be identified, but the reported use in a forearm shunt was considered a significant factor. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiry date: 06/2020), g3. H11: h6(device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.